Manufacturer narrative:
The motor error alarmed during rewind. The root cause of the problem was unable to be determined. The motor test is pending after engineering trace file evaluation. The blood glucose link meter test was unable to be performed due to motor error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 465 mg/dl. The customer had not treated for high, but felt okay to troubleshoot. The customer states the device would not rewind due to motor error alarms. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.